Manufacturer narrative:
The customer was discharged from the hospital on (B)(6) 2018.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 712 mg/dl and insulin injections were administered in an attempt to lower bg. The customer was hospitalized for diabetic ketoacidosis (dka). The healthcare provider reported that the ketone level was considered as being dangerous. The contact did not know the cause of the high bg. The customer was treated with insulin injections in the hospital. High bg/dka were resolved. At the time of the report, the customer had not been discharged. The contact requested instructions on how to turn the pump off until the customer was discharged. Although requested, the customer's discharge date was not provided.